Event description:
It was reported that this pacemaker had been switched to safety mode. Device replacement was recommended. This device remains in service and no adverse patient effects were reported. Additional information received indicated this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this pacemaker had been switched to safety mode. Device replacement was recommended. This device remains in service and no adverse patient effects were reported.